Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder conformable aaa endoprosthesis and gore excluder®aaa endoprosthesis devices. Postoperative follow-up computed tomography (CT) revealed a type ii endoleak originating from lumbar arteries and a distal type I endoleak at the left distal side. On (B)(6) 2026, as treatment for the type ii endoleak, coil embolization of the right lumbar artery was performed. On (B)(6) 2026, for the distal type I endoleak, coil embolization of the left internal iliac artery was performed, followed by the placement of an additional stent graft extending to the left external iliac artery. Coil embolization of the left lumbar artery was also performed. Although the type ii endoleak persisted, it was decided to be monitored. Physician¿s comment: the length of the common iliac artery was originally approximately 2 cm, which did not allow adequate sealing zone of the leg device to the bifurcation of the internal and external iliac arteries. Consequently, the device migration may have occurred during postoperative follow-up.